Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7059847, medical device expiration date: 2020-02-29, device manufacture date: 2017-03-06; medical device lot #: 5285820, medical device expiration date: 2018-09-30, device manufacture date: 2015-10-12; medical device lot #: 4295818, medical device expiration date: 2017-10-31, device manufacture date: 2014-10-22; medical device lot #: 7089512, medical device expiration date: 2020-03-31, device manufacture date: 2017-04-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that packages of multiple bd insyte¿ autoguard¿ bc shielded IV catheter(s) were opened, before use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis. Device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review were performed on the following lot numbers: 7059847 ¿ the lot number was packaged on afa packaging line 11 from march 3, 2017 thru march 4, 2017. 5285820 ¿ the lot number was packaged on afa packaging line 11 from november 8, 2015 thru november 10, 2015. 4295818 ¿ the lot number was packaged on afa packaging line 11 from november 1, 2014 thru november 2, 2014. 7089512 ¿ the lot number was packaged on afa packaging line 11 from april 5, 2017 thru april 9, 2017. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for s2 ¿ o1 and s1 ¿ o1 level a investigation per CPR ¿ 071. Visual analysis: observations and testing: received four unused iag 20ga units in partially opened packages. One unit from the lot number; 7059847. One unit from the lot number; 5285820. One unit from the lot number; 4295818. One unit from the lot number; 7089512. Visual/microscopic examination: 7059847:the package was partially opened at the top of the blister pack. 5285820:the package was partially opened at the top of the blister pack. 4295818:the package was partially opened at the top of the blister pack. 7089512: the package was partially opened at the top of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition, the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both variables were looked at during the investigation. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements. Conclusions: the defect package damage/defective/other, as stated in the subject of the pir was confirmed with the returned units. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Investigation conclusion: root cause. Relationship of device to the reported incident: indeterminate. Comment: the packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This is issue is currently being investigated by CAPA (B)(4).